Manufacturer narrative:
(B)(4). Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a post dilatation procedure, the catheter locked on the wire. The target lesion being treated was located in the mildly tortuous and mildly calcified middle circumflex. A 15mm x 3.00mm nc quantum apex balloon catheter was advanced to post dilate a previously deployed 3.00 x 20mm promus element plus stent however, the non bsc wire seized or "locked" on the device. The wire and balloon were removed as a unit. The procedure was completed with a different device. No complications were reported and the patient had a successful completion of the procedure.